Event description:
On (B)(6) 2011, the pt reported she is unable to read the infusion device display. She stated she noticed moisture inside the infusion device a month ago and she noticed the display was not as clear. She believes the moisture caused issues with the display and she believes the moisture was insulin due to the smell. She never saw leaking insulin. She stated that she is barely able to read the basal rates on the display and it appears blurry. She changed the battery and was unable to resolve the issues. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.